Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-02187 and 1627487-2012-02188. It was reported two of the pt's leads had migrated because the extensions were too short. The physician revised the leads on (B)(6) 2012 and replaced the extensions with a longer extension. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.